Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported of receiving excessive motor error alarms even after site and battery changes. Customer's blood glucose was 160 mg/dl. During troubleshooting, it was found that drive support cap was loose. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm during testing was noted. The motor passed the motor test. The pump had minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.